Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary - the device was not returned for analysis. However, performance data collected from the device was received and analyzed. There were (B)(4) ventricular sensing integrity counters since last session nineteen days ago. (B)(4) inappropriate shocks delivered from (B)(6) 2016 due to non-physiologic oversensing; most shocks delivered very low energy (e.g. 0.5j). (B)(4) episodes with ventricle to ventricle intervals less than 220 milliseconds from (B)(6) 2016. The lead failure predictor triggered on (B)(6) 2016 and ventricular sensing integrity counters and non-sustained episodes. The right ventricular defibrillation impedance steady at approximately 35 ohms through (B)(6) 2016, rises out of range by (B)(6) 2016. Superior vena cava defibrillation impedance is steady at approximately 42 ohms through (B)(6) 2016 and rises out of range by( B)(6) 2016. (B)(4).

Event description:
It was reported that the patient received inappropriate shocks. A lead alert triggered due to episodes of oversensing on the right ventricular lead and high impedance on both the right ventricular and the superior vena cava coils. The sensing configuration was changed and detections and therapies remain "on" until lead replacement. The lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.